Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was instructed to continue using it, with advice to call back if the malfunction code reappeared, which it did not.